Event description:
It was reported that this pacemaker system was exhibiting right ventricular loss of capture in which the patient experienced more than two seconds of asystole. The pacemaker system was reprogrammed. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).